Manufacturer narrative:
The reported event of a buildup of biomaterial between the outflow graft and outflow graft bend relief could not be confirmed as no images were submitted for review and the device is not available for evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were submitted for review. According to the account, a recovery in flow was obtained following the removal of biomaterial between the outflow graft and bend relief. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of multiple embolic strokes could not be conclusively determined through this evaluation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including stroke that may be associated with the use of the heartmate 3 lvas. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, "patient care and management", contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that prior to admission the patient's international normalized ratio (inr) had periods of being subtherapeutic. There was possibility that this could have led to the buildup of the biomaterial. The death was considered to be device related. There were no log files available.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to chronic low flow alarms. There originally was thought to be a thrombus within the outflow graft, but it was later confirmed to be a buildup of biomaterial between the bend relief and the outflow graft. Surgical intervention was performed on (B)(6) 2023 to remove the biomaterial from under the bend relief. Once the material was cleared away, the flow immediately went from below 2.5 liters per minute (lpm) to 4.8 lpm. The patient then experienced multiple embolic strokes and passed away on (B)(6) 2023.